Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product: spinalpak assembly: catalog: #1067716 serial: #(B)(4). Therapy date: (B)(6) 2020. Medical product: 16 mm lordotic spacer (2). Medical product: bmp impregnated collagen sponges mixed with local autograft and allograft . Therapy date: (B)(6) 2020. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2020-00062. 0002242816-2020-00064.

Event description:
It was reported that the patient developed skin irritation from the 63b, 72r, and lt-4500 electrodes. The patient stated that the irritation started the first day she started wearing the electrodes. The patient was wearing the electrodes on her lumbar spine. The patient started wearing the lt-4500 electrodes and her skin became red, itchy, and raised with blisters. The patient used a prescription that she had at home for a previous skin irritation. The prescription healed the irritation. The patient changed to using the 72r electrodes. The patient developed the same irritation immediately. The patient continued using the prescription to clear the skin irritation. The patient tried wearing the 63b electrodes and again experienced the same irritation. After a week of wearing the 63b electrodes, the patient went to an urgent care center. The patient was advised that she had contact dermatitis and was prescribed medication to apply three times to the affected area daily. The patient went to see her surgeon and the surgeon looked at the skin irritation and advised that it was good she was on a prescribed steroid cream. A couple of weeks later, the patient called her surgeon because the skin irritation was not going away. The surgeon advised the patient to stop using the device. The patient is still using the device to treat. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends.

Event description:
It was reported that the patient developed skin irritation from the 63b, 72r, and lt-4500 electrodes. The patient stated that the irritation started the first day she started wearing the electrodes. The patient was wearing the electrodes on her lumbar spine. The patient started wearing the lt-4500 electrodes and her skin became red, itchy, and raised with blisters. The patient used a prescription that she had at home for previous skin irritation. The prescription healed the irritation. The patient changed to using the 72r electrodes. The patient developed the same irritation immediately. The patient continued using the prescription to clear the skin irritation. The patient tried wearing the 63b electrodes and again experienced the same irritation. After a week of wearing the 63b electrodes, the patient went to an urgent care center. The patient was advised that she had contact dermatitis and was prescribed medication to apply three times to the affected area daily. The patient went to see her surgeon and the surgeon looked at the skin irritation and advised that it was good she was on the prescribed steroid cream. A couple of weeks later, the patient called her surgeon because the skin irritation was not going away. The surgeon advised the patient to stop using the device. The patient is still using the device to treat. It was reported that no further information is available.